Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: openings, crease fold, wear abrasion, missing, broken shell. Leak test was performed and found opening on posterior and anterior side. A microscopic analysis was performed which identify crease sharp opening on posterior. And opening striated in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp crease opening on the posterior assessed as fold flaw opening, striated edge opening on anterior and posterior sides assessed as surgical damage and a piece of the shell is missing the assessment is inconclusive.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and pain. Device has been explanted.